Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through asr/psr on 10/28/2005 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown device evaluation:based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Pain-ndr: not applicable as the event is not related to the device. Additional observations: observed broken on posterior side assessed as surgical impact opening. Observed stress marks on the device. Red particles observed in the surface of the shell. Green mold observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown. Device has been explanted.